Event description:
User facility mandatory medwatch rec'd which stated: "nicu pt receiving lipis in syringe pump. Pump in use hospira plum a+ (triple). Air visualized in tubing, but pump did not alarm." Upon further query, the following info was provided which indicated that air was noted in the tubing distal to the device with no device alarm. The secondary line of the device was programmed to deliver lipids via a 3ml syringe at a rate of "0.8ml/hr for a duration of 24 hours", and the delivery was started. After an unspecified length of time, the nurse noted approx 1 inch of air in the tubing distal to the cassette with no device alarm. No air was delivered to the pt. The device was removed from clinical svc. Therapy resumed using a replacement device. During testing at the user facility, the device passed testing. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd.